Manufacturer narrative:
This report is submitted on march 04, 2022.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2022 due to skin issues (specific issue not reported).

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the implant body (specific date not reported). This report is submitted on october 03, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at implant site and subsequently treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient underwent a revision surgery to reposition the implant (specific date not reported). This report is submitted on may 27, 2022.